Event description:
(B)(4). Since I got the essure implanted, I have experienced many symptoms: extreme fatigue, lower back pain, pelvic pain and pressure, stabbing feeling in lower abdomen, cramping, painful periods, loose bms most of the time, tmj, body aches and pains, headaches, excessive sweating, decrease in vision, tooth decay, frequent episodes of bv, unexplained fevers, severe itching in hands and feet, weight gain, hip pain, irritability, etc.